Event description:
Customer's mother reports daughter tried to deliver insulin and received a button error. Currents blood glucose level is 13 mmol/dl. Customer was advised to discontinue use of the insulin pump and revert to backup plan per her health care provider. A replacement pump will be sent out to the customer. No further information was provided.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked reservoir tube and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.